Event description:
It was reported to philips the device shut down and did not alarm. There were no alarm messages on the screen and no alarm codes. This event was reported to have occurred during patient use. There was no delay to therapy. There was no patient harm. The device was swapped out. The customer requested to return the device to bench repair for evaluation. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer was provided with the repair quote but declined further service, and the device was returned to the customer unrepaired.